Event description:
It was reported through the attorney for the pt, as a result of a legal claim, that allegedly "on or about (B)(6) 2005, the pt underwent a left hip arthroplasty." It was further alleged that, "after undergoing hip surgery, pt began experiencing pain in her hip and began hearing 'squeaking' and 'popping' noises while walking."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs. No additional info is available at this time.